Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the daily insulin delivery totals correctly reflected the programmed basal rates. There was no data in the black box or download histories from the time of reported issue due to continued use. The pump passed a flow accuracy test and was observed to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the pump was not delivering insulin as programmed. There was no report of any patient injury associated with this issue. The technical support representative contacted the patient to obtain and verify information and to troubleshoot the pump; however was unable to reach her by telephone. There was no troubleshooting performed. As the issue was not resolved, this complaint is being reported.